Manufacturer narrative:
The subject device was not returned to OEM (original equipment manufacturer) for evaluation. The repair of the device was discontinued therefore the defective parts could not be identified. Review of DHR (design history record) confirmed that it has been 12 years and 9 months since the subject device was manufactured. A review of the device history record found the subject device was shipped in accordance with specifications. Investigation is ongoing. This report will be supplemented according following investigation.

Event description:
As reported, the device sounds alarm and front panel flashed accidentally for many times, keys do not respond and device do not work. The issue occurred during cds (clean disinfect sanitize) process. The device was inspected twice by the repair center engineer however, no fault found. The field service engineer communicated with the user and advised that the cr board needs to be replaced. There is no patient involvement associated on this reported event. The subject device prior to the fault reported was used during a gastroscopy procedure. The device was replaced with another similar device and the intended procedure was completed. There was no patient harm or impact reported.